Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Troubleshooting assisted customer to complete the pump rewind sequence and to clear the no delivery alarm. Troubleshooting found that the pump however alarmed excessive no delivery alarms over the past 10 months and customer indicated that those alarms cannot be cleared. Troubleshooting was started for the excessive alarms but not completed. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications. Unable to prime during the prime test due to faulty force sensor resistor also unable to performed excessive no delivery alarm due to prime anomaly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.